Event description:
Two orsiro drug-eluting stent systems were selected for treatment of a lesion in the lad. Pci was attempted from the left main to the proximal stenosis of lad initially with a 4.0/26 orsiro. The stent dislodged just after exit of the guiding catheter. Guidewire still maintained in the lad (complaint device). Since the guidewire position was maintained, an attempt to advance the stents balloon through the lost stent was performed and a post dilation was performed. The whole stent was successfully deployed and covered 4mm in the distal left main to proximal lad. Then a 4.0/18 orsiro was chosen to treat the left main circumflex stenosis. But similarly, to the first stent, at the exit of the guide catheter, it was partially dislodged (MDR-1028232-2024-02055, reported separately). The attempt to retrieve the stent was unsuccessful, and the stent was deployed in the left main after advancing the stents balloon. But the stent failed to completely cross and cover the circumflex lesion. The proximal circumflex was treated with another stent from another company without any issue. After additional correspondence with the local staff, the lots of the two affected products could be obtained. It was also clarified that the second affected product was actually an orsiro 4.0/18 and not an orsiro 4.0/22 as described in the scientific publication.

Manufacturer narrative:
Combination product: yes. The complaints were identified in a scientific publication by arous et al. In the journal of medical case reports. The affected devices were not returned. Therefore, no technical investigation on the subject could be performed. The scientific publication including images taken from the angiogram was reviewed. In addition, the production documentation of the affected lots was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The author discusses several risk factors for stent loss such as direct stenting, delivery of a stent through a previously deployed stent, stent deformation that may occur during lesion crossing, or tortuous vessels and heavily calcified lesions. The author further describes that, in the underlying case, the lesion was not heavily calcified or very tight, that the guiding catheter was well engaged in the lm with no guidewire twist, and that the stent loss occurred just after the exit from the guiding catheter. In this regard, the author discusses additional studies, suggesting that device characteristics (e.g. Dislodgement forces, strut thickness) could also play a role in the occurrence of stent dislodgements. The images in the publication show both a stent loss in the proximal lad and a partial stent loss in the left main ostial circumflex. The images do not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the devices were manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The complaints were identified in a scientific publication by arous et al. In the journal of medical case reports. The affected devices were not returned. Therefore, no technical investigation on the subject could be performed. The scientific publication including images taken from the angiogram was reviewed. In addition, the production documentation of the affected lots was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The author discusses several risk factors for stent loss such as direct stenting, delivery of a stent through a previously deployed stent, stent deformation that may occur during lesion crossing, or tortuous vessels and heavily calcified lesions. The author further describes that, in the underlying case, the lesion was not heavily calcified or very tight, that the guiding catheter was well engaged in the lm with no guidewire twist, and that the stent loss occurred just after the exit from the guiding catheter. In this regard, the author discusses additional studies, suggesting that device characteristics (e.g. Dislodgement forces, strut thickness) could also play a role in the occurrence of stent dislodgements. The images in the publication show both a stent loss in the proximal lad and a partial stent loss in the left main ostial circumflex. The images do not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the devices were manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause could be determined.